Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed wires of the hospital system wand. Awaiting the site's decision if the device will be replaced.